Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software to the customer and provided instructions on how to use and return the current pump. The customer was advised to contact their healthcare provider for backup therapy and agreed to follow the instructions for returning the malfunctioning pump to tandem.